Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, while using a ncircle tipless stone extractor during a transurethral lithotripsy to collect stones, the basket wire was damaged. This occurred after less than five retrieval passes, and it become unusable. The target site was the kidney and ureter. The device was tested prior to use, and the basket functioned properly at this time. Nothing was noted in the patient anatomy that may have caused the damage. Another same type device was used to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse events to the patient were reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the device and functional test was also conducted. The product was returned to cook without the original packaging, but with the product label. One of the basket wires had been pulled free from the basket cannula. The handle could not function the basket. The basket sheath was severely kinked 22.5 cm from the male luer lock adapter (mlla). The support sheath was slightly curved. In response to this incident, cook completed a review of the device history record (DHR). The DHR for lot records 1 non-conformance. However, the product was dispositioned as conforming. A lot history search found no other complaints have been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the ncircle tipless stone extractor ntse-015115 was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had 1 of the 4 basket wires pulled free from the basket cannula that secures the proximal end of the basket wires in place. The basket sheath was found to be severely kinked and was preventing the basket from functioning. There was no reported issue with the functioning of the basket, and the device was returned without the original packaging, making it likely the basket sheath damage occurred during return of the device was not related to any issues during use. The provided information stated the device was initially useable and the basket wire issue occurred during the 5th use. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a ncircle tipless stone extractor during a transurethral lithotripsy to collect stones, the basket wire was damaged. This occurred after less than five retrieval passes, and it become unusable. The target site was the kidney and ureter. The device was tested prior to use, and the basket functioned properly at this time. Nothing was noted in the patient anatomy that may have caused the damage. Another same type device was used to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse events to the patient were reported.